Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Caretaker/son is calling on behalf of the customer. The customer is concerned with test results obtained of 215, 208 and 144 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 229 mg/dl and 228 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/30/2021 and open vial date is 07/07/2019. The meter memory was reviewed for previous test result history: (B)(6).